Manufacturer narrative:
This report is submitted decmeber 20, 2019.

Manufacturer narrative:
This report is submitted on 04 november 2019.

Event description:
Per the clinic, the patient experiences a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.